Event description:
Olympus received additional information confirming that the fallen part was recovered from the patient's body by the nurse. The procedure was completed. There was no information obtained regarding any further consequences to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information as reflected in b5. Please see updates to b3 and b5.

Manufacturer narrative:
This report is being supplemented to provide a correction to h3 and h10 from the previous submission. Information has been added to h3 that was inadvertently not included in the previous medwatch. Correction below: since the device was not returned to the legal manufacturer, olympus could not perform a physical device evaluation. However, after reviewing a photo of the subject device, it was confirmed that the probe was broken.

Event description:
The customer reported that the thunderbeat 5 mm, 35 cm, front-actuated grip type stopped with no plastic or metal parts in contact with the device and an unspecified error message was displayed on the generator during a cephalic duodeno-pancreatectomy. During retrieval of the device, the tip broke and was recovered from the patient by the healthcare professional. The same error message occurred with the second thunderbeat and its tip also broke inside the patient's body. A third thunderbeat was used, and it was reported that there was a risk of the device being lost inside the patient. There was no further harm or user injury reported due to the event. Additional information has been requested but no further information was received at this time. This event requires 3 reports. The related patient identifiers are as follows: (B)(6) - thunderbeat 1. (B)(6) - thunderbeat 2. (B)(6) - thunderbeat 2. This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the probe was confirmed to be broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the broken probe likely occurred due to the following mechanism: 1. During the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2. A force was applied to the probe during spark generation. 3. A force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe. Also, an error occurred. 4. Due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ ¿do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ this supplemental report includes a correction to d4 and g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.